Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: in bone tibial tray, invision talar dome, in bone baseplate. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
Correction: h6 clinical, device, results, conclusion. The reported event could be confirmed, since CT imaging provided does indicate loosening of the tibial tray. Medical affairs was consulted regarding the details of this case. Per their review of the case details, "the CT-scan show evident osteolysis/cyst formation around the tibial component. There is also a small bone fissure in the posterior side of the tibia adjacent to the tibial tray. All in all, the signs show loosening of the tibial component. As far as assessable on CT-scan, the pe liner looks intact and in the right place. The talar component has some cysts beneath it. It is not expected to be loose. The implant looks intact, implant retrieval and further clinical information can be helpful to determine the root cause." Based on the information provided, the loosening and subsequent revision can be attributed to a patient related issue. The failure was caused by the presence of osteolysis/cyst formation and a small bone fissure in the posterior side of the tibia adjacent to the tibial tray. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery.